Event description:
Patient presented to clinic and upon device interrogation, noise and a drop in lead impedance were observed. During the surgical procedure, an insulation breach was visible near the pin. The pace/sense portion of the lead was capped and the defibrillation portion of the lead remains in use.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.